Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined a leaking capacitor designator c160 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device fails the user test. Upon evaluation physio confirmed the issue noting the service indicator was illuminate and an event code was logged in the devices memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use reported with the event.